Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they had battery issues. The customer's blood glucose was unknown at the time of incident. The customer also reported that they had inaccurate reading with the sensor. The customer's blood glucose was 151 mg/dl at the time of call. The insulin pump will not be returned for analysis.